Manufacturer narrative:
A compromised force sensor system alarmed during the basic occlusion test due to protruded drive support disk. The pump was received with cracked reservoir tube lip and minor scratches on display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer will be sent a replacement pump.